Event description:
It was further reported that the patient was doing fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the health care professional (hcp) was checking the stimulator the 8840 clinician programmer was showing "isi no code" message. The hcp was wondering if it had anything to do with the patient having seizures. Additional information was requested; if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).